Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips jammed due to scissoring of the jaws. Unknown how case was completed. There were no adverse consequences for the patient.

Event description:
Caller states patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.8 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.